Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the crack likely refers to the loose meniscus. Additionally, there was a bent outer tube, loose meniscus, and debris in the optical system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to frequent use of the affected device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the nurse at the user facility that the customer autoclavable rigid telescope has a broken component defect, ¿its cracked¿. The customer reported problem was found preparation before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center but the inspection and investigation are in still progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.